Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit was shutting down randomly. The unit was triaged and the reported issue could not be confirmed. The pump ran for 2 hours with on random shut down. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the enteral feeding pump was shutting down randomly.